Event description:
During a right percutaneous nephrolithotomy, the physician made multiple re-sticks. A small piece of the guide portion off the sensor wire was sheared off in the renal fat. The or personnel opine it was because the physician was very roughly trying to advance the guidewire. The patient was fine and discharged to home. The case was aborted because access was unsuccessful.